Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked and torn. During the investigation, fluid was observed exiting the tear in the exposed portion of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to over 300 mg/dl. As treatment, the patient applied a new pod.